Event description:
It was reported that this implantable pacemaker and right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, noise, oversensing, inappropriate atrial tachy response (atr) episodes and a signal artifact monitor (sam) episode were observed. The sam episode appeared to be due to minute ventilation (mv) signal oversensing. The lead was tested and had normal impedance measurements in unipolar configuration. Technical services (ts) discussed programming options and the device sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker and right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, noise, oversensing, inappropriate atrial tachy response (atr) episodes and a signal artifact monitor (sam) episode were observed. The sam episode appeared to be due to minute ventilation (mv) signal oversensing. The lead was tested and had normal impedance measurements in unipolar configuration. Technical services (ts) discussed programming options and the device sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.